Manufacturer narrative:
Device has been returned to manufacturer, but has no yet been evaluated as of the date of this report. A supplemental report will be sent when the evaluation is completed. No device history record has been reviewed as no lot number was provided.

Event description:
It was reported that during a procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. It was also reported that the medical intervention provided was a pericardiocentesis and protamine was administered. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was returned to the manufacturer and was evaluated both visually & functionally. No functional defect was found with the imaging catheter. The only defect that was noted was the visual defect. The failure of the straightness testing could not be linked to the reprocessing cycle or use in the field, but rather due to the manner in which the device was returned to the manufacturer.